Event description:
A subcutaneous leakage upon drug administration.

Manufacturer narrative:
The complaint of the subcutaneous leakage is inconclusive. During hydraulic pressurization no leaks was observed emanating from the winged infusion set. Gross visual and microscopic examinations, and functional testing showed no evidence of a defect or deformity related to the manufacturing process. The port was not returned for evaluation. Proper dressing and monitoring of the access site, along with careful needle selection (size and length) can prevent this failure. The product IFU provides narrative and illustrative descriptions for accessing a bard port. This may be an access technique issue. A chr is not possible. As no manufacturing lot number info has been provided by the complainant.